Event description:
The customer reported to customer svc that the housing on her power supply for her breast pump cracked and the wires were coming out of it.

Manufacturer narrative:
The customer was sent a replacement power supply by customer svc. Contact with the customer was not made to obtain add'l info regarding this event. The product was rec'd on (B)(4) 2013. Though the product has been rec'd, it has not been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However the customer stated that the housing was cracked and wires were showing, which is safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Complaints against this product or the original product be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time.